Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. A gas delivery system (gds) system was return for analysis. Visual inspection of this customer returned gas delivery system (gds) system revealed that this unit was missing the data acquisition (da) board and the o2 valve solenoid. The reported problem was traced to the air flow sensor u1. The u1 was replaced to resolve the reported problem. Root cause: the customer returned gds had an air flow sensor u1 out of specification that caused the flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt) the unit failed the air flow accuracy test. The customer reported that there was no patient involvement.